Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: during startup, release valve defective alarm . No patient involvement.

Event description:
The following was reported to hamilton medical ag: during startup, release valve defective alarm. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).